Event description:
The ICD and lead were explanted when noise was sensed as a fib and the pt received several inappropriate therapies. At explant, lead damage was verified close to trifurcation in the is-1 part of the lead. Both electrode inside and insulation were broken. The ICD was replaced due to the possibility of having delivered shocks into a low impedance.